Manufacturer narrative:
Problem code 2907 captures the event of detachment of device. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The same event happened with the second clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on may 09, 2019: it was reported that the second clip did not fail to release from the catheter. Instead, the event associated with the second clip was that it had one clip arm missing.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The same event happened with the second clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.